Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, significant resistance was felt upon advancing the s3ur valve and 23mm commander delivery system through the 14fr esheath+ at its sheath shaft (fully expandable portion). The operating team attempted to re-advance the system, which resulted in the esheath+ separating from the hemostatic valve/hub. The first system was withdrawn from the patient as a single unit while maintaining wire access, then the devices were discarded by the hospital staff. A new system was prepped and the second s3ur valve was implanted without issue. There was no injury to the patient as evidenced by contrast injection. No blood transfusion was required.